Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels rose to 17.8 mmol/l (320.4 mg/dl) while wearing the pod between 36 and 48 hours. When removed from the insertion site (abdomen) the patient reported that the pink slide did not move forward, which indicates a needle mechanism failure. As treatment, a new pod was placed.